Manufacturer narrative:
Other applicable components are: product ID 305901, lot# 51002613, product type: screening device.

Event description:
Information was received from a consumer and a healthcare professional regarding a trial patient. It was reported that, when the patient started the trial on (B)(6) 2016, they thought they might have felt a pressure or stimulation, but when they left the hcp office they weren't feeling stimulation at all. The next day, they turned the stimulation up from 1.1v to 4.0v and was feeling stimulation in the buttocks area where the leads were placed. They stated that the stimulation was comfortable, but they weren't feeling it in the bicycle seat area. They noted that they had a follow-up appointment on (B)(6) 2016. On (B)(6) 2016, it was reported that the patient increased stimulation and changed sides. The hcp wasn't sure of any actions or interventions taken to resolve the issue, but did say that the cause was determined to be that this was a trial and the patient wanted a permanent implant. They added that the issues of lack of stimulation and stimulation in the wrong location had been resolved.